Manufacturer narrative:
This device (lot 13218293) is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-02206. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The male pt received a 2.25 x 23mm cypher select plus stent in the distal lad and a 2.25 x 23mm cypher select plus stent in the mid circumflex. Eleven months after the index procedure the pt had angina. Coronary angio revealed thrombosis in both of the implanted stents as well as 70% restenosis in the distal lad and 90% restenosis in the mid circumflex. Re-pci was conducted and a taxus stent was implanted.